Event description:
Infusaport scheduled to be removed secondary to malfunction. When surgeon removed, only part came out. Pt transferred to acute hosp where catheter tip (4.5") was removed from pulmonary artery.